Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma (late)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma (late). Also reported, textured, brownish fluid, and severe capsule.

Event description:
Healthcare professional reported left side rupture and seroma (late). Also reported, textured, brownish fluid, and severe capsule. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported left side rupture and seroma (late). Also reported, textured, brownish fluid, and severe capsule. The device has been explanted.